Manufacturer narrative:
The check of the DHR of the lot number involved (15ag0l3) did not show any pre-existing anomaly on the (B)(4) manufactured with this lot number (model # 9095.11.550). We will submit a final report on this issue once the investigation will be completed.

Event description:
Intra-operative breakage of curved impactor (product code 9095.11.550, lot #15ag0l3) during impaction of the cup. The handle broke in the middle of the offset section. No reported consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved (15ag0l3) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot # (model # 9095.11.550). According to the info reported, the intra-operative breakage of the curved impactor occurred during impaction of the cup. This is the intra-op phase where the major stress is applied to the instrument, in order to give the proper press-fit to the cup into the acetabular bone. By a visual inspection of the returned instrument, the breakage occurred corresponding to the welded section of the instrument. The grip of the instrument is visibly deformed, indicating that an improper beating could have significantly contributed to the breakage of the instrument. As an improvement, in july 2016 limacorporate adjusted the design of the curved impactor; in the new version, the body of the instrument is monolithic. The new version is already available on the us market. No similar issues on the improved monolithic version have been reported up to now. Limacorporate will keep monitored the market to verify the effectiveness of the design improvement introduced in july 2016.

Event description:
Intra-operative breakage of curved impactor (product code 9095.11.550, lot #15ag0l3) during impaction of the cup. The handle broke in the middle of the offset section. No reported consequences for the patient. Event occurred in (B)(6).